Event description:
It was reported when using the bd pyxis anesthesia es system new patients are not populating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that new patients were not populating. The field service engineer changed sn# to proper sn# to resolve. The system functioned as intended after the field service engineer troubleshot the device.